Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user went to the emergency room and was subsequently hospitalized. Reportedly, the user experienced an elevated blood glucose (bg) level of over 600 mg/dl with trace ketones. The user stated that the bg level was due to a staph infection. The user addressed bg level with manual injections and was treated with intravenous drip of insulin/fluids while hospitalized. Additionally, the user was prescribed antibiotic medication to treat the staph infection and the user was released 3 days later.